Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was severely diseased, moderately calcified with no tortuosity. It was reported while in the recovery room, the patient's blood pressure dropped. The patient was returned to the operating room. The right common iliac artery was perforated. The physician attempted to perform a femoral artery bypass; however, due to the diseased artery, the physician was unable to achieve a good attachment to the vessel wall for the bypass. The physician elected to convert the patient to an open surgical repair with a conventional stent graft. No additional sequelae were reported, and the patient is in critical condition.

Manufacturer narrative:
.